Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 1) 4.1 inr/5.94 inr no actions taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.